Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a surgical procedure it was observed that the kincise surgical automated system device would activate and impact nine to ten times with one trigger pull. The trigger seems to get stuck. There was no report of a delay in the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the device was functionally / visually tested according to the diagnostic assessment the described failure by the customer was confirmed. The device was visually inspected as received from the customer. It was found that the device passed visual inspection. Investigation is based on assessment performed in the service center palm beach gardens during the initial assessment it was found that the device failed the following steps from the functional assessment: operation assessment during the assessment it was found that the bottom trigger was sticky, leading the device to keep impacting when the trigger was released. Due to this findings the device was forwarded to ttim. During the testing at tti it was confirmed that the device kept impacting after trigger was released due to sticky trigger. It was found that loctite was visible inside the retainer and on the trigger shaft indicating to much loctite was applied during assembly causing trigger issue. The most probable root cause can be traced to a manufacturing issue. Further investigation and assessment is covered under a nc in our quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. The conclusion of the DHR review is that the final products manufactured and released in the production processes relevant to the device in the current complaint met inspection requirements, certification test values, and acceptance criteria set by the applicable specification. Device history review: not relevant: review of the device history record(s) showed that there are no relevant issues during the manufacture of this product which would contribute to this complaint condition.